Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed at the beginning of treatment. Blood was observed leaking from the tubing at the red t-connection on the arterial line, on the blood pump side of the connector. The cm stated the connection did not appear to be loose. All connections seemed secure. The cm said their staff has been trained to check this connection to verify it¿s not loose. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm also stated there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the patient¿s blood was returned from the arterial side only. The patient¿s estimated blood loss (ebl) was 150 to 200 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed at the beginning of treatment. Blood was observed leaking from the tubing at the red t-connection on the arterial line, on the blood pump side of the connector. The cm stated the connection did not appear to be loose. All connections seemed secure. The cm said their staff has been trained to check this connection to verify it¿s not loose. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm also stated there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the patient¿s blood was returned from the arterial side only. The patient¿s estimated blood loss (ebl) was 150 to 200 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.